Manufacturer narrative:
The device has not been returned to the manufacturer and we're unable to complete an evaluation on the affected product. When its' provided we will send a supplemental report with additional findings. We continue in our efforts to follow up with the customer for its' return. (B)(4).

Event description:
While in use on a patient experiencing post stemi acute hemodynamic collapse an intra-aortic balloon catheter was observed to have a leak. The balloon was exchanged out and the second balloon functioned successfully. The patient subsequently expired after succumbing to post stemi development of ventricular septal defect and akinetic, right ventricle.

Manufacturer narrative:
Date was not entered in the initial MDR. Manufacturer date: 06/27/2016.

Event description:
While in use on a patient experiencing post stemi acute hemodynamic collapse an intra-aortic balloon catheter was observed to have a leak. The balloon was exchanged out and the second balloon functioned successfully. The patient subsequently expired after succumbing to post stemi development of ventricular septal defect and akinetic, right ventricle.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extension tubing was also returned. No blood was observed inside the iab catheter or inside the stat gard sleeve. One kink was found on the inner lumen approximately 76.2cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, and extension tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. (B)(4).

Event description:
While in use on a patient experiencing post stemi acute hemodynamic collapse an intra-aortic balloon catheter was observed to have a leak. The balloon was exchanged out and the second balloon functioned successfully. The patient subsequently expired after succumbing to post stemi development of ventricular septal defect and akinetic, right ventricle.